Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis device was down. A field service engineer (fse) addressed the customer-reported power issue and confirmed that the station powered on, but drawers 3.1 and 3.2 were not detected on the bus. Troubleshooting identified a failed controller module causing a loss of drawer communication. The controller module board was replaced to restore functionality, and both half-height controller boards were also replaced due to damage from the failed module. The station was rebooted, the application was launched, and the new controller boards were configured. Drawer functionality was tested through the application, and all drawers were successfully detected and operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station went down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.